Event description:
The device was returned to the service ctr with a report from the customer contact that the device is not working on all channels. The device was returned to the plant operations department with an unsigned note that stated, "the three channels didn't work, not use on a pt, occurred upon set up." This does not indicate a reportable malfunction. However, during verification testing at the service ctr, an e321 (battery charger timeout) was noted in the history on channel 1 of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.